Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant that was unsuccessful due to exhibiting high, out of range pacemaker impedance (greater than 2,500 ohms), high thresholds @3v. This rv lead was repositioned 3 separate times, and the physician reported poor current. A different rv lead was implanted successfully implanted. Besides prolonged surgery, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant that was unsuccessful due to exhibiting high, out of range pacemaker impedance (greater than 2,500 ohms), high thresholds @3v. This rv lead was repositioned 3 separate times, and the physician reported poor current. A different rv lead was implanted successfully implanted. Besides prolonged surgery, no adverse patient effects were reported.